Event description:
It was reported that the patient felt heart palpitations due to episodes of 60-cycle conducted sinusoidal interference on the ventricular channel. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t st. Jude lead, implanted: (B)(6) 1997. (B)(4).